Event description:
It was reported that during a supply change the pump did not deliver insulin drops during the fill tubing step, and troubleshooting identified that the infusion set connector to the cartridge was not fully locked. The user then removed and re-seated the cartridge with a new tubing and rewound pump, after which the fill and supply change completed successfully. No reported adverse clinical effects or change in blood glucose. Outcomes included no injury, no alerts or alarms, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed an infusion set connection issue due to an incompletely seated connector at the cartridge interface that was resolved by properly locking the connector. It was concluded, based on previously established findings for similar reports, that the cause was user technique.